Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that after pulling the device out of overdischarge, the rep stated that all electrode pairs were greater than 10,000 ohms. No symptoms or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that impedance tests were run at .7, 1.5 and 3.0mv with all electrodes greater than 10000, 20000 and 40000 except for a few that were between 38000 and 39000. An x-ray was taken that showed the lead was still seated in the implant. Nothing resolved the high impedances and the patient was scheduled for a lead revision. The cause of the high impedances was not determined and had not resolved.